Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reach end of life. It is unknown if this occurred prematurely. There is no additional information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.